Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, clip would not open. Troubleshooting was performed but clip would not open. Arm positioner was closed and the lock knob was rotated past the 3rd detent, and the clip initially would not open and then clip sprung open. All steps were performed as per IFU. The final mr was grade 1. Clip was deployed successfully. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.